Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented during aveir vr implant procedure. During procedure, it was noted that the leadless pacemaker prematurely released from the delivery catheter. The reported leadless pacemaker was not replaced and implanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature release was confirmed. As received, a complete catheter was returned for analysis. X-ray examination found one bullet to be broken, bent, and was not returned. Final analysis found the release tether to be broken with a missing length consistent to the size of the missing bullet. The cause of the reported event was isolated to the break noted on the release tether consistent to the size of the missing bullet.